Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels range (482 mg/dl) and (301 mg/dl) at the time of the call with tandem technical support. The customer delivered a manual injection to stabilize bg level. Reportedly, the customer has a cold and was given steroids. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.